Event description:
It was reported that strange noise and clicking noise was heard when changing from standby to other ventilator mode. After a while smoke was emitted from the upper case of the gas module.